Manufacturer narrative:
Updated fields: e4, h3, h4, h6. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The customer has been asked but has not provided the manufacturing date or sent the device back for investigation. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.

Manufacturer narrative:
E1 ¿ full initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the plastic distal end cover fell off of the duodenovideoscope and was recovered from the patient's mouth. The issue occurred after a diagnostic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using the same device. There were no reports of patient harm.